Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields; e4(UDI). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and the fse found that the pump would turn on with battery but would not turn on when pump was on ac power. The fse had replaced the power supply to resolve the issue. The device passed all the functional and safety tests according to the factory specifications. The device was released given to customer and cleared for customer use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received. Power supply with a reported unit failure of the pump will not turn on with ac power. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed power supply into the cs300 test fixture and tested the power supply to factory specifications per the cs300 service manual. The fat dept. Was able to replicate the complaint of the pump not turning on with ac power. The power supply failed testing. Retaining the power supply in the fat dept. Per procedure.

Event description:
N/a.

Event description:
It was reported during a routine check, that the cs300 intra-aortic balloon pump (iabp) would not turn on with ac power. No patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.